Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test, operating currents, self test, unexpected restart error test and off no power test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer stated that she replaced the battery three times, but the display did not return. Blood glucose level at the time of the incident was 503 mg/dl, which was treated with manual injection. During troubleshooting, the customer was unable to get the display to return. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.